Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the counterbalance arm would not stay up after tightening all the way. The arm was replaced and the issue resolved. A system checkout was performed and the system is working as intended. The arm was returned to the manufacturer for evaluation. After functional testing and visual/physical evaluation the reported issue could not be confirmed. The arm had been improperly adjusted to the maximum tension with both side screws left loose. They were able to back off tension and tighten both side screws to return the arm to normal function. The arm is now able to hold the camera at any position. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to prevent the camera arm tension from holding itself up. The site tightened the appropriate screws with the arm at different positions in attempt to stick but was unable to stay. No patient was present at the time of the event.